Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that after implant they had to increase stimulation because their symptoms were returning. They noted that their ¿device / wires [were] ok.¿ the patient added that they had to wear a large pad, and they¿d had two accidents already. They added that they ¿had the biggest accident coming home.¿ the patient stated that her ¿door is not locking.¿ they noted that they were on pain medication, but they were trying to wean themselves off of the medication and only use therapy. No diagnostics/troubleshooting, interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated. Additional information was received from a patient on (B)(6) 2016. Patient described the current symptom return as feeling the urge and urine is shooting out; the patient used to wear pads but now must wear (B)(6), which the patient did not like to wear. Patient thought the wires were too short or not giving out the right power. They had gone through programs #1-4 on all prior implants and felt they were repeating themselves in trying these again. The patient requested changing from program #1 to #2 per discussion with their healthcare provider (hcp) about how the amp increases affects battery life. Patient increased therapy but didn¿t even feel stim and was aware the body may get used to stimulation. Patient's goal was to wean off medications but ¿everyone keeps dumping medication¿ on them; they had many generic brands and their last medication ¿oxy-something¿ made them extremely drowsy. They reported the implantable neurostimulator (ins) incision site burned while they took a bath; and when they removed the bandage, they noticed that the ins site did not heal right, and felt it come apart and the incision had a deep indent. Patient stated the patient programmer (pp) would not communicate with the ins and the 2nd antenna was attached. They were able to communicate successfully without the antenna and noted they store the pp by keeping the antenna plugged in and wrapping the antenna cable around with a rubber band. Patient noted they would be seeing a new urologist about meds. If additional information is received, the event will be updated. More information was received from the consumer on (B)(6) 2016 reporting that the patient wanted help changing from program 2 to program 3 and changed to program 3 successfully. The patient felt stimulation, but it went away since being implanted on (B)(6) 2015. The patient recently had their symptoms return again, they had leakage, and therapy stopped helping them in (B)(6) 2016. The patient usually took medication also with the device and they had to get approval for the medication. Since january, the patient had no approval for the medication and was now back to leaking without the medication. On (B)(6) 2017, additional information was received. Patient indicated that they stopped taking their medication in (B)(6) 2016 due to insurance reasons. They were trying to control their symptoms on their own, but they had no control. It was noted that the symptoms were especially bad in the morning. If they drank too much, it would come "running out" of them. The patient further mentioned that they wanted to be off their medication, but when they tried to a couple of months prior,their symptoms returned. Additional information was reported on (B)(6) 2017. Patient again reported that when implanted, they weren't stitched up correctly and the wound burst open after the tape had sweat off. Patient noted the incision was a deep gash and the incision had a sink in it, and that also, their butt was all dented up and full of scars. Patient also reported they had to dress the wound themselves and they were given expired medication. Patient's had a return of leakage therefore they went to see a different healthcare professional (hcp) and an xray was done showing that either wire had shifted or it was not placed correctly to begin with. The wire was no longer connected to the battery properly and the voltage was sucking up from the battery. Mentioned was that the wire shifted because patient pulled or lifted something due to the wire not stretching enough. A revision was scheduled for the wire, as well as the battery since it had used up half the battery capacity already. No further complications were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28 serial# (B)(4) implanted: (B)(6)2013 product type lead: if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that patient had to cancel their surgery for next week and that they were upset about a discontinued implantable device because it worked for them. Furthermore, a manufacturer representative reported that patient still had battery life on their device however may die within the year. The plan was to replace the ins and electrode as the current lead placement was not good and that was the reason why the battery was not lasting long. No further complications were reported.